Manufacturer narrative:
Correction needed for prior report sent on (B)(4) 2018. The report included device summaries. That information is for internal use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID; 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter; product ID: 8711, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(4) 2019, (B)(4); product ID: 8711, serial/lot #: (B)(4), ubd: (B)(4) 2013, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (5 mg/ml at 1.25 mg/day) via an implantable infusion pump. It was reported the patient was hospitalized due to signs of infection, altered mental status and drainage from the pump pocket site. Incision into the pump pocket site revealed tissue that appeared infected and the hcp's decided to explant the infusion system. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The patient was reported as alive with no injury; it was unknown if the issue was resolved at the time of this report. The explant included a 8780 catheter, 8637-40 pump, and a 8711 catheter; the 8637-40 and 8711 were both discarded and the 8780 would be returned and was in possession of the hospital. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a device manufacturer representative indicated that the pump would not be returned due to the customer discarding it. No further information as reported in regards to this event.

Manufacturer narrative:
Product event summary #pli-10: it was reported that the patient was hospitalized due to signs of infection, altered mental status and drainage from the pump pocket site. Incision into the pump pocket site revealed tissue that appeared infected and the hcp's decided to explant the infusion system. As the event was reportable to a regulatory authority, an investigation was required. The event was investigated to determine cause. As the device had been disposed of, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that this was a known event due to the report of an infection. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. Pli-20: investigation summary - investigation summary - it was reported that the patient was hospitalized due to signs of infection, altered mental status and drain age from the pump pocket site. Incision into the pump pocket site revealed tissue that appeared infected and the hcp's decided to explant the infusion system. As the event was reportable to a regulatory authority, an investigation was required. The event was investigated to determine cause. Device return was requested, however the device was not returned at the time this investigation was completed and no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that this was a known event due to the report of an infection. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. Pli-20: investigation summary - it was reported that the patient was hospitalized due to signs of infection, altered mental status and drain age from the pump pocket site. Incision into the pump pocket site revealed tissue that appeared infected and the hcp's decided to explant the infusion system. As the event was reportable to a regulatory authority, an investigation was required. The event was investigated to determine cause. As the device had been disposed of, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that this was a known event due to the report of an infection. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. Concomitant product(s): product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a device manufacturer representative indicated that the infection was first noticed on (B)(6) 2018 when the patient was hospitalized. It was noted that the catheters would not be returned. The pump would be returned and available for analysis. No further information was reported in regards to this event.